Manufacturer narrative:
One medfusion pump was received in good condition with no appearance of physical damage. The event history log was reviewed and there was a force sensor background test error. An occlusion test was performed and the reported issue was unable to be duplicated. All readings were within the required specifications. The cause of the issue was unable to be determined. The force sensor was replaced as a preventative measure.

Event description:
Information was received indicating that a smiths medical medfusion pump had a force sensor background test alarm. There was no patient involvement and no additional information.